Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear, instability, and loosening and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient underwent a right total knee replacement. Following the surgery, the patient began experiencing worsening symptoms, pain, instability, effusion, and antalgic gate. Approximately 16 years and 10 months later, the patient made an allegation, but does not appear to have been revised. Because the patient has filed a long form, it appears that they are alleging prosthesis wear of an exactech polyethylene device. Per the available information, it also appears that the patient is alleging instability and loosening. The patient has suffered and continues to suffer permanent and debilitating injuries and damages, including but not limited to pain, swelling, effusion, knee popping, knee giving away, difficulty walking, antalgic gate, and other injuries presently undiagnosed, which all require ongoing medical care.